Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: the user misunderstood the definition of erratic results. Additional product codes added.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 80 to 180 mg/dl. Testing performed three times daily. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 212 mg/dl and 225 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/23/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:291mg/dl (B)(6) 2015 07:24am . 2:321mg/dl (B)(6) 2015 07:23am . 3:325mg/dl (B)(6) 2015 07:41am . 4:288mg/dl (B)(6) 2015 07:40am . 5:184mg/dl (B)(6) 2015 08:55am . Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 80 to 180 mg/dl. Testing performed three times daily. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 212 mg/dl and 225 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/23/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.